Event description:
Caller reported a malfunction on the pump, displaying malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, which successfully resolved the issue, allowing continued use of the pump without recurrent malfunctions. Customer was advised to call back if the issue occurs again.